Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the experienced pocket erosion. The patient felt fine with no pain, just felt a little stinging at the erosion site. The pulse generator was explanted and a new system was implanted on the right side. The patient was in stable condition post procedure with no complaints.